Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos and images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the stent graft allegedly clamped down when deployed. It was further reported that the post dilation was done, the stent graft allegedly would clamp down. The procedure was completed using lining the stent with another device. There was no reported patient injury.

Event description:
It was reported that during a stent graft placement procedure, the stent graft allegedly clamped down when deployed. It was further reported that the post dilation was done, the stent graft allegedly would clamp down. The procedure was completed using lining the stent with another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation, the stent remains implanted. X-ray images and videos files were provided, the collapsing respectively compression of the placed stent is confirmed. However, it could not be determined whether this happened due to external forces or insufficient expansion force; no indications of a stent fracture or irregular stent placement could be identified. There were no indications of manufacturing related cause. Based on the available information and x-ray images and footage provided, the collapse of the stent is confirmed. However, it could not be determined whether the stent collapsed due to external forces or insufficient expansion force; no indications of a stent fracture or irregular stent placement could be identified. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling for this product was reviewed. Potential complications and adverse events were found to be referenced. The instructions for use (IFU) states that potential complications may include but are not limited to: new lesions in the access circuit requiring reintervention, thrombotic occlusion, restenosis of the target lesion requiring reintervention and others. Covered stent specific events that could be associated with clinical complications such as misplacement, migration, embolism, fracture, compression, kinking and insufficient covered stent expansion. Instructions for covered stent deployment were found to be described in the IFU, e.g., "maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension. Regarding selection of the correct size of the covered stent the IFU states: "special care must be taken to ensure that an appropriately sized device is selected. In the case of a diameter difference between the inflow and the outflow end, utilize the following as the reference vessel depending on the type of access. For an av graft access, utilize the graft diameter and for an av fistula access, utilize the inflow vein diameter." H10: g3, h6 (device, component) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.